Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during an intra-abdominal drainage, the ultrathane mac-loc locking loop multipurpose drainage catheter was found leaking at the joint. The device was removed and the procedure was successfully completed with the use of a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation: a review of the complaint history, dimensional verification, device history record, documentation, manufacturing instructions, functional test, and visual inspection of the returned device was conducted during the investigation. The device was returned and product examination confirmed the presence of a small leak. All possible measurements were within specifications and therefor we cannot confirm that this device is non-conforming. Document review was conducted which has established that proper procedures are in place to identify/prevent this failure mode prior to distribution. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other reported complaint for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode.

Event description:
No additional information received regarding the event.